Event description:
Patient was treated at hospital for hyperglycemia three times in the past year. Caller reports they had done appropriate troubleshooting and even injections would not bring the patient's blood sugar down. Device passed all technical inspections.